Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The leads required laser extraction. The device system was no replaced. No further patient complications have been reported as a result of this event. Additional information was received and reported a question of sterility.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2012. Of note, the reportable serious injury of infection was submitted via an alternative summary report (asr) submitted on [(B)(6) 2013]. Information was subsequently received on (B)(6) 2014 and reported an inquiry regarding sterility. As there is new information that reports a question of sterility , this event no longer qualifies for asr reporting and is therefore being submitted as a bimonthly MDR. Concomitant products: product ID: 694465, implanted: (B)(6) 2001. (B)(4).